Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a physician of mistake of a ward staff's therapeutic procedure and infectious peritonitis with culture positive for bacillus coincident with dianeal-n pd4 1.5 therapy. On an unreported date, the patient began dianeal-n pd-4 1.5% (dose, frequency not reported), intraperitoneally (ip) for chronic renal failure. Dianeal therapy was ongoing. On (B)(6) 2012, the nurse contacted baxter (B)(4) technical services and stated that the patient experienced peritonitis, on an unreported date. The cause of the peritonitis was not reported. Follow-up was conducted with the physician, which medically confirmed that the patient experienced infectious peritonitis. The cause of the event was mistake of a ward staff's therapeutic procedure, while performing exchange of a dialysis bag. The physician further stated that bacillus was also found (superficial bacterium) to be the cause. Remedial treatment included antibiotics (unspecified). The patient recovered from the event of infectious peritonitis with culture positive for bacillus. The physician stated the event of infectious peritonitis with culture positive for bacillus was unrelated to dianeal therapy. Causality for a mistake of a ward staff's therapeutic procedure was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as the event involved use error as there was no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding staff retraining has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique. The root cause was undetermined. Additional information: a labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.